Event description:
It was reported that the patient expressed concerns that the stimulator stopped working. The ins (stimulator) and the lead were replaced on (B)(6) 2011. The patient denies any falls or trauma associated with the loss of therapy and loss of stimulation sensation. Lack of therapeutic effect with the replacement ins was reported. The patient reports never having therapeutic effect. The event or symptoms occurred following a replacement. The patient location was unknown. She was on program 3 at 4.2 volts. The patient had appointments with hcp (healthcare provider) in (B)(6). Additional information reports over three years later that the patient had loss of therapeutic effect. Shocking or jolting sensation was reported following an implant which was since 2009 and 2011. The patient has not used the meters (programmers) for several months. She has breast cancer. She misplaced the programmer for 6 months so the office of urology gave a donation. Healthcare provider was going to remove implant so the patient can have MRI. She has not used the neurostimulator and has been using catheters and was tired of buying diapers. The patient stopped using implant because, it was shocking bladder. It¿s always been that way since implant 2011 where it was shocking. She had breast cancer and some other things and the healthcare provider think it¿s better to have an MRI because, the patient just went through chemo. The patient noted as it doesn¿t work, shocks the bladder, not helping and hurts when shocking bladder. The patient went through catheters for one and a half months. Then the patient stopped doing that and was back in diapers. The patient was going through 7 diapers a day and very much saturate it. The patient reports before first implant was placed the healthcare provider accidently hit bladder with needle. Since that time in 2009 the patient have had nothing but more problems. This was before and that¿s why she had implant placed. If additional information received, supplemental will be sent.

Event description:
It was also noted that the patient was taking toviaz.

Event description:
It was reported the patient's system was explanted due to not helping.

Manufacturer narrative:
(B)(4).